Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change procedure, the right atrial lead exhibited high capture thresholds and appeared to be dislodged. The lead was explanted and replaced. The patient was in stable condition post procedure and would be monitored with routine follow up.